Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and an 8-10mm gap from anterior and posterior leaflet segments 2 (a2/p2) for a mitraclip procedure. The first clip was placed on the center of the valve. The grasp and leaflet insertion was satisfactory. A second clip was used to target a second jet medial to the first clip. The second clip became entangled with the chordae. The only way to free the clip resulted in interaction with the first clip. This resulted in a single leaflet device attachment (sdla) of the first clip. The anterior mitral leaflet was detached. The physician took responsibility for the slda, due to the close proximity to the clips. The second clip was implanted medial to the first, and on both leaflets with some chordae. The mr was reduced to grade 2-3. The physician wants to do a reintervention on an undetermined date to further reduce the mr.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported entrapment of device cannot be determined. The reported device damaged by another device (caused damage) appears to be related to user technique/procedural conditions as this second clip interacted with this first implanted clip due to the close proximity of both the clips and while attempting to free this second clip from chordae, causing slda of this first implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.